Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Patients friend called and stated that on or about (B)(6) 2017, the patient fell and broke a rod in her femur from a previous surgery that is not stryker implants. The patient was implanted with a new stryker hip and has been in extreme pain since the surgery. Patient can barely walk.

Manufacturer narrative:
Additional information: product long description; product code, common device name; catalog #, lot #, gtin, expiration date; PMA/510(k)#; manufacturing date. An event regarding alleged pain and dislocation involving a trident liner was reported. The event was not confirmed. Method & results: product evaluation and results: could not be performed as no items associated with the event were returned for evaluation. Medical records received and evaluation: a review of the primary operative reports, office notes, and x ray printouts by the consulting clinician indicated "no harm is identified. The patient underwent a complex reconstructive surgical procedure including removal of a broken im reconstruction nail, orif of a comminuted subtrochanteric fracture effectively reattaching the supporting hip musculature back in place and what amounts to a revision tha. She is now five months s/p this procedure.her postoperative office notes denote that she has limited ability to ambulate with assistive devices and appears to be making slow progress. Xray reviews show her fracture has been well aligned, the trochanteric grip affixing the fracture is well placed and appears solidly affixed and her tha is in expected position and well fixed. Instability and superficial dvt are known risks of a procedure of this complexity. There is no evidence for defect in the implants or their manufacture." Device history review: indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the reported event could not be confirmed nor the root cause determined based on the review of the primary operative reports, office notes, and x ray printouts by the consulting clinician indicated "no harm is identified. The patient underwent a complex reconstructive surgical procedure including removal of a broken im reconstruction nail, orif of a comminuted subtrochanteric fracture effectively reattaching the supporting hip musculature back in place and what amounts to a revision tha. She is now five months s/p this procedure. Her postoperative office notes denote that she has limited ability to ambulate with assistive devices and appears to be making slow progress. Xray reviews show her fracture has been well aligned, the trochanteric grip affixing the fracture is well placed and appears solidly affixed and her tha is in expected position and well fixed. Instability and superficial dvt are known risks of a procedure of this complexity. There is no evidence for defect in the implants or their manufacture." If the devices and/or additional information are received, this investigation will be reopened and re evaluated.

Event description:
Patients friend called and stated that on or about (B)(6) 2017, the patient fell and broke a rod in her femur from a previous surgery that is not stryker implants. The patient was implanted with a new stryker hip and has been in extreme pain since the surgery. Patient can barely walk. Event update per review of medical dictation dated (B)(6) 2018: "her post operative course after this complex procedure has been protracted and complicated by one episode of dislocation requiring closed reduction and a superficial dvt for which she is on a ¿blood thinning¿ medication-eliquis."